Event description:
I received 5 potenza radiofrequency treatments to my face and under my chin. Within 4 months after my last treatment I noticed severe volume loss to face, (forehead, cheeks, lower face, neck) also drastic change in the texture all over my face and under chin that looks like an orange peel which only continues to worsen.